Event description:
On 4/5/94 pt underwent decompression and fusion l4-s1 with instrumentation. On 5/17/95 removal of instrumentation l4 to sacrum with exploration of fusion. Revision of l4-5, l5-s1 with right iliac graft. The hardware was extremely stiff and rigid, not loose. Virtually no bone had formed.